Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient intermittently experienced a yellow fluid discharge from the ipg site. During a follow-up, the patient admitted being allergic to an undisclosed metal. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Event description:
Additional information received indicated the patient had an allergy kit performed and no allergies to abbott products were observed. The reported wound issue has resolved .

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.